Event description:
Related manufacturer reference number: 1627487-2023-04510. It was reported that during patient's ipg replacement surgery (see related manufacturer reference number 1627487-2023-04510), the physician observed that the lead appeared to be fractured or kinked. Intra-op lead diagnostics showed that the lead had high impedances on all contacts. The procedure was completed, and therapy was restored using the other lead. Surgical intervention may be undertaken to address this issue at a later date.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.